Manufacturer narrative:
Case (B)(4). Manufacturer reference: (B)(4). Additional information: a1, d4 (model #, catalog#), e1, g3. Correction: d1, d4 s.n. E2 (no), e3, g1, g2.

Manufacturer narrative:
Correction: g1.

Manufacturer narrative:
A non-visual investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported button broke while patient was wearing the device, no other information was provided.

Manufacturer narrative:
The device will not be returned. A non-visual investigation will be performed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).